Event description:
The pt was admitted to (B) (6) as an outpatient per (B) (6) policy and procedure. During the procedure, the first bravo was correctly calibrated per protocol. The dr. Conducted the bravo procedure per protocol and when he removed the deploying mechanism, the bravo had failed to deploy. The dr. Ordered the (B) (6) nurses to calibrate a second bravo capsule. The second capsule was calibrated per (B) (6) protocol and the transducer correctly read the second bravo. The dr. Again conducted the bravo procedure per protocol and when he removed the deploying mechanism, the bravo had failed to deploy a second time. The dr. Ordered one more bravo to be calibrated. This time, the (B) (6) nurses used a different transducer and removed the previous two bravo transmitters completely out of the dept. Once the third bravo transmitter was sucessfully calibrated, the dr. Deployed the bravo per protocol. The bravo was sucessfully deployed, however the calibrating transducer was not correctly displaying the correct bravo transmitter. The dr. Was made aware of this observation, but did not order a fourth bravo to be used. The bravo unit would not deploy.